Event description:
Reportedly, foreign substances inside the tray of the vega lead (when the bow was opened).

Manufacturer narrative:
Summary of the investigation: the manufacturing process for the lead was re-investigated. And all production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process which might be related to the reported issue. Investigations have been carried out, the root causes have been identified, and containment actions have been taken to prevent it recurrence. The vega r45 lead, s/n (B)(6) was released before the actions carried out to prevent the re-occurrence. This complaint has been recorded for trending purposes.

Event description:
Reportedly, foreign substances inside the tray of the vega lead (when the bow was opened).

Manufacturer narrative:
H2: correction of the h6 section: imdrf codes : imdrf medical device probel and imdrf investigation finsigns.

Event description:
Reportedly, foreign substances inside the tray of the vega lead (when the bow was opened).